Manufacturer narrative:
This investigation is ongoing. Upon additional information this investigation will be updated.

Event description:
It was reported this patient noted pain and discomfort. A small erosion was noted during a follow up and surgery was performed to place the device from a subcutaneous location to an intermuscular location. No additional adverse patient effects were reported. This device remains implanted.